Event description:
Cochlear implant has been experiencing progressive electrode failure. At the appointment, the MFR confirmed that the device was out of specification due to electrode failure and recommended reimplantation.